Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned.

Event description:
The pt called alleging segments were missing on the meter. The pt received an f11 mg/dl. The pt did not experience any symptoms at the time of testing. The pt ate food and/or drank a beverage after attempting to use the meter. Thirty minutes later, the pt tested on another device and received a 173 mg/dl. No information on whether the 173 mg/dl was taken on the physician's meter. A meter professional treated the pt with glucose. Customer services was unable to resolve the missing segment issue; therefore, sent the pt a replacement meter.